Event description:
Per information provided by patient's attorney: on (B)(6) 2009: patient was diagnosed with umbilical and supra-umbilical hernia thereby underwent open repair with the implant of composix mesh e/x (device #1). Per operative notes, ¿a large hernia sac was encountered and dissected free. A piece of composix mesh e/x (device #1) was placed into the abdominal cavity and sutured.¿ on (B)(6) 2011: patient was diagnosed with recurrent umbilical hernia. On (B)(6) 2011: patient visited hospital for colonoscopy. On (B)(6) 2012: patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was identified and fat that protrude into the hernia defect are cut free. A piece of surgical mesh was cut into a patch to the appropriate size, placed in the abdominal cavity and sutured.¿ (note: there was no product identifiers mentioned for the implanted mesh). On (B)(6) 2012: patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with explant of composix mesh e/x (device #1). Per operative notes, ¿there were extensive adhesions between the omentum and loops of bowel and the anterior abdominal wall in the vicinity of the hernia. The mesh from the prior hernia repair was seen. The hernia defect was seen inferior to the edge of the mesh, where it had come loose from the abdominal wall. The small bowel was densely adherent to the old mesh, the mesh itself was transected and left on the bowel wall. When all the adhesions were divided, the hernia defect and the previously placed mesh were easily visualized. A synthetic mesh was placed in the abdomen. A proceed ventral patch was passed into the peritoneal cavity and sutured.¿ (note: it was unclear that which mesh was explanted). On (B)(6) 2012: patient visited hospital for pain in the abdomen. On (B)(6) 2018: patient was diagnosed with right spigelian hernia thereby underwent repair with the implant of ventralex mesh (device #2). Attorney alleges that the patient had adhesions, pain, hernia recurrence. It was also alleged that the patient had small bowel adhered to mesh and need for additional surgery.

Manufacturer narrative:
Attorney alleges patient had adhesions, pain, hernia recurrence, small bowel adhered to mesh and need for additional surgery post implant of ventralex mesh. Based on the limited information provided by the attorney, no conclusions can be made. The instructions-for-use supplied with the device lists pain, hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. H11: this supplemental emdr is submitted to correct a date in event description which was inadvertently incorrectly updated in the previous supplemental emdr. Corrected field: b5 (event description). This supplemental emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
Attorney alleges patient had adhesions, pain, hernia recurrence, small bowel adhesed to mesh and need for additional surgery post implant of ventralex mesh. Based on the limited information provided by the attorney, no conclusions can be made. The instructions-for-use supplied with the device lists pain, hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the ventralex mesh (device #2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2009 - patient was diagnosed with umbilical and supra-umbilical hernia thereby underwent open repair with the implant of composix mesh e/x (device #1) . Per operative notes, ¿a large hernia sac was encountered and dissected free. A piece of composix mesh e/x (device #1) was placed into the abdominal cavity and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent umbilical hernia. (B)(6) 2011 - patient visited hospital for colonoscopy. (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per operative notes, ¿the hernia sac was identified and fat that protrude into the hernia defect are cut free. A piece of surgical mesh was cut into a patch to the appropriate size, placed in the abdominal cavity and sutured.¿ (note: there was no product identifiers mentioned for the implanted mesh). (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with explant of composix mesh e/x (device #1). Per operative notes, ¿there were extensive adhesions between the omentum and loops of bowel and the anterior abdominal wall in the vicinity of the hernia. The mesh from the prior hernia repair was seen. The hernia defect was seen inferior to the edge of the mesh, where it had come loose from the abdominal wall. The small bowel was densely adherent to the old mesh, the mesh itself was transected and left on the bowel wall. When all the adhesions were divided, the hernia defect and the previously placed mesh were easily visualized. A synthetic mesh was placed in the abdomen. A proceed ventral patch was passed into the peritoneal cavity and sutured.¿ (note: it was unclear that which mesh was explanted). (B)(6) 2012 - patient visited hospital for pain in the abdomen. (B)(6) 2018 - patient was diagnosed with right spigelian hernia thereby underwent repair with the implant of ventralex mesh (device #2). Attorney alleges that the patient had adhesions, pain, hernia recurrence. It was also alleged that the patient had small bowel adhesed to mesh and need for additional surgery.